Event description:
On 6/27/95, a female pt was sent to surgery to have a non-functioning port-a-cath removed and a new catheter put in. When catheter was removed, the tip was missing. Chest x-ray revealed that tip was located in the region of the right ventricle.